Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call of customer's hospitalization for high blood glucose levels. The customer's blood glucose level at the time of hospitalization was 351 mg/dl. The customer was treated at the hospital for the highs. The nurse requested training come out to troubleshoot the device. The nurse was advised it would be arranged for the trainer to assist the customer .